Event description:
The customer posted a public message on the company's instagram account indicating that they experienced difficulty removing the device and sought medical assistance for removal. According to the information alleged by the customer in their social media post, they sought assistance at an emergency room where it took over 2 hours for two health care providers to remove the device. The company made three good-faith efforts to contact the customer and obtain additional information, however, the customer failed to respond.